Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, instrumentation was missing for the procedure. Due to the missing instrumentation, the surgeon had to position the target wire using the trial and other aids. This procedure prolonged the surgery time, created inaccuracy, which necessitated corrections, and led to an additional resection of the humerus in order to create more space. Attempts have been made and additional information on the reported event is unavailable at this time.